Manufacturer narrative:
An evaluation of the kangaroo pump was performed. The unit was triaged, and the reported issue was confirmed. After review, it was determined that the us sensor was damaged (based on error code index list ultrasound voltage when tube is full in a/d counts). The us sensor was replaced, and the problem was resolved. The power connection label replaced due to opening the unit. The battery was replaced due to out of date. Also, the overlay was damaged, as button #4 not working properly. Front housing and badge were replaced due to overlay replacement. The pump is working as intended during evaluation. No further actions are required at this time. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Manufacturer narrative:
The incident device has been requested but to date has not been received for evaluation.  If the device is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the kangaroo epump was not giving accurate feed. Additional information provided on 25may2021, stated that the pump was delivering more than the amount it should. There was no patient injury. No further information can be provided.